Event description:
Same case as: 2134265-2010-05111. It was reported that during a rotational atherectomy treatment procedure, the burr got stuck in the lesion and post procedure the patient expired. Access was obtained through the right femoral artery. The 80% stenotic lesion was located in the non tortuous and non calcified proximal left anterior descending artery (lad). A nitro drip was discontinued. The physician advanced a 2.0x15mm non-bsc balloon to the lesion and inflated the balloon to 12atms for 49 seconds. Then a 2.0x8mm non-bsc balloon was advanced to the lesion and inflated six times to 12-18 atm's for 14-70 seconds. Levophed was started, and an intra-aortic balloon pump was placed. A 1.25mm rotablator rotalink burr was then advanced to the lesion and one pass was made at 150,000 rpm's and the burr was lodged in the artery and was unable to be withdrawn. The patient's heart rate went up and blood pressure dropped. A cardiac surgeon consult was requested. It was reported that the patient was mumbling and unable to converse. The physician made multiple attempts to remove the burr; however, the burr could not be advanced or removed. The cardiac surgeon came in and was able to remove the burr intact; however, there was not flow in the lad, and the patient was taken for emergent bypass surgery. The patient received also hydralazine, atropine, heparin and dopamine during the procedure. Patient came out of emergent open heart surgery with pupils fixed and dilated, non-responsive, requiring multiple drug therapies and an intra-aortic balloon pump to support. Poor prognosis, patient ultimately made comfort care, and expired. The cause of death is unknown.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).